Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient stated that their stimulation turned off on the day of the report in the morning. They went to use their programmer and got a power on reset (por) with physician. They read through the manual and cleared the por. Their stimulation was now on but the patient was unsure why they got the screen. The cause remains unknown. The patient would be meeting with a rep tomorrow at 10:45 to evaluate. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. Additional information was received from a rep on (B)(6) 2017. The patient reported getting a por message while lying in bed yesterday morning. Supposedly, the patient cleared the message but when the rep interrogated the implant they saw the por message and had to clear it. The patient¿s therapy was back on and the patient reported having adequate therapy. The patient also noted that they felt stimulation while in the por condition. The por was a 0x400 parity error. Impedances were 800-1032 ohms. Troubleshooting resolved the reported issue. Additional information was received from a rep on (B)(6) 2017. The rep stated that the por was a parity por and usually displays after a patient comes near a magnetic interference. The por was cleared with the physician programmer. Impedances were ran which were all within normal limits. The patient stated that they want a pocket revision because they lost a lot of weight so they would contact their healthcare professional (hcp) when they were ready to have their pocket revised. The patient¿s medical history includes failed back surgery syndrome, spinal cord stimulation, and chronic pain. The rep and hcp have no further information to provide. No further complications were reported/are anticipated.